Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-201-23167. It was reported the patient underwent surgical intervention on (B)(6) 2015 and her scs system was explanted due to the physician suspecting a possible allergic reaction to the materials.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.